Event description:
It was reported that the patient was delivered to hospital with syncope due to loss of capture. A non-capture event was observed in the past, after a generator change. Device currently remains implanted. Should additional information be received, this file will be updated.